Event description:
Staff attempting to remove 16 french catheter. Attempted to drain the 10ml of fluid from the balloon, able to only drain approx 5ml. Unable to remove the foley. Attempted to get more fluid out of the balloon by cutting the pilot part of the balloon off, no additional drainage. Blunt tip needle inserted in the balloon opening of the tube, able to get about 2 more ml out. Physician removed foley with slightly inflated balloon causing bleeding and pain to patient.